Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. A specific cause for the patient's outcome could also not be determined. Heartmate 3 lvas, serial number (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was found unresponsive by family. Vad flow was 0.3 liters/minute, and upon arrival ems was unable to find good heart rhythm on monitor. The cause of death is unknown.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death was provided and no additional information was provided.